Manufacturer narrative:
Initial investigation: a review of the mfg. Lot build database for the reported lot # 2869345 (mfg. Date 05/2014) shows (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the mfg. Lot build.

Event description:
Complaint received reporting air in line/component issues with use of one 46087-37 cath lab kit. It was reported that the 46087-37 ".. Manifold was prepped and after first catheter was inserted, air was introduced into the closed system via the contrast stopcock". There were no reported adverse patient consequences and or outcomes. Device return: pending.